Event description:
Boston scientific was notified that during an event the excelsior 1018 microcatheter split while it was being removed over the guidewire. A piece of the subject device was left in the patient.